Event description:
As reported: "while tightening the gamma4 grub screw, the wire on the flexible screwdriver came loose. Replacement was available."

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.